Event description:
Customer tested on accu-chek advantage system (advantage meter, accu-check comfort curve test strips lot# 548987, exp date# 04/30/2007). Customer reports testing back to back on the same meter within minutes, with different vials of strips of the same lot# with results of 300 mg/dl, 283mg/dl, and 97mg/dl. Customer did not take action/ inaction based on results. No adverse event reported. Customer ran a level 1 control on vial 1 and were out of range, and she also ran a level 1 control on vial 2 and it was also out of range. A request for return of the suspect device was made, and a replacement was sent.

Manufacturer narrative:
The suspect product is comfort curve test strips, cat# 548987, lot 2030381, exp date 04/30/2007.